Event description:
It was reported that the patient underwent an upper cervical spine fusion from c5 to c7 using rhbmp-2/acs and an interbody device. Reportedly, the patient developed a "frozen esophagus" and developed an infection and spinal "cleberal" meningitis resulting in a coma for 6 months sometime post-op.

Manufacturer narrative:
(B)(6). (B)(4). Unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.